Event description:
Reportedly, after passing through tissue, the needle broke while putting a stitch in the stomach. Part of the needle was retrieved and part of the needle is still in the needle holder. Surgeon feels all pieces were removed. No patient injury. Procedure: laparoscopic nissen fundoplication.